Event description:
Dealer states this unit overheated and the end user called the fire department because of the smell. There was no fire or smoke. In speaking with the reporter of the event, it was learned that when the device was returned, he identified that the base was melted on the inside. The end user has been issued a new unit.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2, serial number/date (B)(4) is approximately 4 years, 2 months old. The owner's manual part number 1143482,rev.a(feb-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.